Event description:
It was reported a filter perforated the patient's inferior vena cava. On (B)(6) 2002, the patient had a greenfield vena cava filter (gvcf) implanted. On (B)(6) 2017, the patient underwent a computed tomography (CT) scan, which revealed the patient's gvcf had one tine eroded into her l4 vertebrae and several tines had projected beyond the ivc wall. On (B)(6) 2017, the patient had an open surgery to remove six ivc filter struts that penetrated through her ivc wall and vertebrate as she was symptomatic with pain. The surgeon noted that all six filter tines had extruded beyond the ivc wall, one tine was deeply embedded in the vertebra of the spine, another limb was eroding into the spine, another limb was eroding into the abdominal aorta, a third limb was eroding into the bowel wall and the filter had migrated and clotted. The six tines were removed but the filter was left in place.

Event description:
It was reported a filter perforated the patient's inferior vena cava. On (B)(6) 2002, the patient had a greenfield vena cava filter (gvcf) implanted. On (B)(6) 2017, the patient underwent a computed tomography (CT) scan, which revealed the patient's gvcf had one tine eroded into her l4 vertebrae and several tines had projected beyond the ivc wall. On (B)(6) 2017, the patient had an open surgery to remove six ivc filter struts that penetrated through her ivc wall and vertebrate as she was symptomatic with pain. The surgeon noted that all six filter tines had extruded beyond the ivc wall, one tine was deeply embedded in the vertebra of the spine, another limb was eroding into the spine, another limb was eroding into the abdominal aorta, a third limb was eroding into the bowel wall and the filter had migrated and clotted. The six tines were removed but the filter was left in place.